Event description:
The product was used during a laparoscopic parathyroidectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. The instrument test fired satisfactorily after the thrust bar was straightened.